Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in inappropriate shocks. The patient is (B)(6) and does not speak (B)(6), thus it remains unknown what the patient was doing at the time of the inappropriate shocks. Isometrics and pocket manipulations were unable to recreate noisy signals. After reviewing x-rays, boston scientific technical services (ts) noted that the electrode appears bent coming out of the header. Ts cannot confirm the root cause of the noise is related to the bending of the electrode however labeling advises against this. The patient is currently hospitalized pending further investigation/treatment.